Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/24/2020. Additional information was requested and the following was obtained: please clarify ""the suture became thinner from the middle of it"": a part of the suture was thinner than the rest of the suture. The position and length of the ""thinner part"" of the suture is unknown. Did the suture fray in the middle?: please see the above answer. Or was the suture strand thinner in the middle than the rest of the suture?: please see the above answer. No further information will be provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify "the suture became thinner from the middle of it": did the suture fray in the middle? Or was the suture strand thinner in the middle than the rest of the suture?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. While using the needle-suture, it was noticed that the suture became thinner from the middle of it. There were no adverse consequences to the patient.